Manufacturer narrative:
Summary of evaluation: the results of the investigation performed indicated that the tip of the driver fractured in torsional shear. This fracture mode is observed when driver is over torque, excessive wear due to repeated use of the driver and extreme angulations of the driver tip within the screw head.

Event description:
It was reported that, "the screw driver broke while placing a screw in the acetabular shell."